Manufacturer narrative:
The insulin pump failed to vibrate during self test due to broken black vibrator motor wire. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported, the customer had a vibrate anomaly on their insulin pump. Customer stated their insulin pump was set to vibrate, but their alarms would beep instead of vibrate. Troubleshooting found the customer's insulin pump did not vibrate during the vibrate test. Customer's blood glucose was unknown. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.